Event description:
It was reported that the patient was complaining of heart palpitations and light headedness after pump refills. As a result of the event, the health care provider (hcp) chose to give the patient a whole new system. The device system was used to deliver hydromorphone.

Manufacturer narrative:
Analysis of the pump found no anomaly. Secondary analysis of the 8596sc catheter (n309439006) found no significant anomaly; cor ing/tears/cuts in the seal were seen however no leak was found. Analysis of the 8711 catheter (j11459r44) found no significant anomaly; the catheter body was found to have dried drug or blood occlusion.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: catheter: product ID 8711, lot# j11459r44, implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.